Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on the battery case tube side and the belt clip rail. Also, the customer reported the blank display issue and the replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and the crack was impacted the pump's functionality. Troubleshooting was performed for the replace battery alert and the second occurrence of receiving the replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. Mmt-1880 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Blank display due to damaged battery tube. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. Found moisture damage to the electronic assemblies, pcb1 board and pcb 2 board. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, overlay keypad peeling, cracked battery tube threads, broken belt clip rails, cracked case battery tube, missing display window cover and serial number label missing. Confirm blank display due to damaged battery tube. Cosmetic damage was confirmed at battery compartment and belt clip rails during analysis. Moisture damage to the pcb1 board and pcb 2 board is confirmed. Unable to verify power problem or replace battery now alarm due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.